Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. It was further reported the ra lead was not capturing, had high thresholds, was undersensing and showed noise. Undefined and varying impedances were noted on the ra lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.